Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump serial number is hard to read and the stuff on the screen. Customer's blood glucose at time incident was unknown mg/dl. The customer can't recall date and doesn't know. The customer would like to know when her pump was last replaced.